Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the pump touch screen was intermittently unresponsive. There was no reported impact to customer's blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.